Manufacturer narrative:
The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse confirmed that the v60 had a dim display and recommended a user interface (ui) assembly replacement. The rse also confirmed that the unit had software 3.00. The rse provided the customer with a list of parts ID they needed to order to perform a replacement to repair the unit. The ui assembly aligns with the recommended repair of the reported malfunction per the service manual. The materials have already been requested and ordered. Due to the repair parts being on backorder with no estimated time of availability the repair of the unit cannot be completed at this time. When the parts become available the repairs will be completed. If new information is received the record will be reopened, and an investigation will be performed.

Event description:
It was reported that the ventilators display was dim. There was no patient involvement. The customer troubleshot with technical support and was advised to replace the user interface (ui) assembly.